Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 8 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information was received that the bioprosthetic valve was replaced due to stenosis caused by leaflet thrombosis. The valve was successfully replaced and no additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.